Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed an infection of the subcutaneous implantable cardioverter defibrillator (s-ICD) system that migrated towards the device pocket. The decision was made to explant the complete system. No additional adverse patient effects were reported. The electrode was sent to the hospital pathology department and will not be returned.